Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported the customer received an occlusion alarm during bolus delivery. Blood glucose level was reported as 148 mg/dl to 203 mg/dl. System check performed with tandem customer technical support determined the potential location of the occlusion in the infusion set tubing. Customer changed out infusion set and resumed therapy.